Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source and a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient said it wasn¿t working and they had been feeling pain for months. When asked if they were just reporting pain or a return of symptoms, the caller didn¿t know. It was reviewed that the device wasn¿t indicated for pain. The caller was going to have one of the aids in the nursing home call when with the patient to do troubleshooting. It was noted the symptoms were gradual. On a second call, a caller reported they patient was having pain in their back the last 2 months and the device was not working. On a third call, the caller noted the patient didn¿t want to use the patient programmer to check the implant¿s status. The caller stated the patient had pain at the implant site. No further complications were reported.